Event description:
The customer reported a system message displayed every time it booted up. Four out of eight cases were canceled. No patient was in the operating room at the time. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system, and confirmed the complaint. The IV pole pcb was replaced and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available. This report was mailed to FDA on: 09/12/2008.